Manufacturer narrative:
The devices were not returned for evaluation, for both events; therefore, the investigation is inconclusive for the detached component, as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunction events. A review of the events indicated that model unknown filter allegedly experienced a detached component. These reports were received from various sources. The device was used inside the patient for both events. Patient age, weight, and gender, were not provided for either event. There were no reported patient injuries.